Event description:
During evaluation of a returned homechoice (hc) device, the hc machine failed the returned instrument test/evaluation (rite) functional testing due to therapy monitored volume failed performance specification. Device failed during evaluation; therefore, no patient involved. Additional information is not available.

Manufacturer narrative:
(B)(4). The device had passed the specifications for manual temperature test and for the returned instrument test/evaluation (rite) electrical safety analyzer test. However, the device had failed evaluation (rite) functional testing due to fill 1, fill 2, drain 1, drain 2, and last fill volumes exceeded the limits. As a result, it had failed a manual volumetric accuracy test, which was related to the rite accuracy failure. An inspection of the door assembly found that the door piston foam was disintegrated. As a result, the cause for the additional issue of rite functional test failing was determined to be a deteriorated door piston foam. The device was sent for servicing where the door piston foam was discarded. Should additional relevant information become available, a supplemental report will be submitted.